Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport MRI isp has return for evaluation. Functional, gross and microscopic visual evaluation were performed. The investigation is unconfirmed for the reported difficult to flush, as port body was patent to infusion and aspiration without issue. No blockage or occlusion was noted upon infusion. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products are identified in d2 and g4. H10: d4 (expiry date: 09/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during port placement procedure, priming could not be performed through the port system. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 09/2021).

Event description:
It was reported that during port placement procedure, priming could not be performed through the port system. It was further reported that another device was used to complete the procedure. There was no reported patient injury.